Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented due to chest pain. Electrocardiography was conducted and st segment changes were found. Coronary angiography was then performed. A loading dose of clopidogrel 300mg + aspirin 300mg was given. The vascular access was obtained via the femoral artery. The 2.50x28mm, 90% stenosed, eccentric, with significant bend of >45 and <90 and ejection fraction of 40-45% target lesion was located in the moderately tortuous and calcified mid right coronary artery (rca). Pre-dilation was performed with a 2x6 cutting balloon at 9 atmospheres (atm). The device was removed and was changed with a 2x9 balloon catheter which was inflated at 11 atm. A 2.50x28mm promus element ¿ drug-eluting stent was then deployed. Post-dilation was performed with a 2.75x10 balloon catheter at 18atms. Upon taking cineangiography, it was noted that the stent was deformed. The physician deployed another promus element stent to cover the lesion. The procedure was completed and no patient complications were reported.